Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The tenaculum forceps instrument was analyzed and found to have broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Common causes of the failure mode broken-distal instrument pitch cables are attributed to a component failure. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The probable root cause of the pitch cable breakage is attributed to a component failure. This complaint is considered a reportable event due to the following conclusion: failure analysis investigations confirmed the reported issue and found the instrument has a broken distal pitch cable at the distal end. At this time, it is unknown what caused the pitch cable breakage to occur. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a cable from the tenaculum forceps instrument was noted to be broken. There was no report of a fragment falling inside the patient. The procedure was completed as planned with a backup instrument of the same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality noted. The customer confirmed that no fragment fell inside of the patient. The procedure was completed robotically with no report of patient injury. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested; however, the reporter was not able to provide that information.